Event description:
A report was received that the patient was having difficulty charging due to the ipg being tilted in the pocket. The physician has recommended an ipg revision.

Manufacturer narrative:
Additional information was received that the physician repositioned the pocket to the left flank area. The patient was reportedly doing fine.

Event description:
A report was received that the patient was having difficulty charging due to the ipg being tilted in the pocket. The physician has recommended an ipg revision.